Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving an ¿unable to proceed¿ alert during a supply change. The alert occurred multiple times despite several attempts. The patient performed a dry run up to 120 units without issue, but once the cartridge was inserted, the error reappeared. No blood glucose (bg) impact was reported, and the patient's bg was 145 mg/dl at the time of the call. A replacement ilet device was issued. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.